Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8195623 at l5.

Event description:
It was reported that patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the system was explanted.